Event description:
Litigation papers allege:bilateral patient was implanted with a depuy asr hip implant on her left side on (B)(6), 2009 (the right side was entered in a separate complaint). Patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, move her legs, and to rise from a seated position. Patient was revised on her left side on (B)(6), 2011.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.